Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device shows that the anchor and snare loop were not returned. The knob operates as intended moving the tip in and out. There is no noted damage to the device, and item and lot numbers are not confirmed as they are not etched on the parts. As anchor was not returned and no pictures provided; further visual and dimensional evaluations of the anchor could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign : poland. Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the anchor fractured when hammered into the bone. Attempts have been made and additional information on the reported event is unavailable at this time.